Event description:
A malfunction was reported with the pump. The customer was unable to confirm the fault ID because they restarted the pump prior to calling technical support. There was no reported adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.